Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had top arrow and b buttons were not responding properly. The customer¿s blood glucose was 250 mg/dl at the time of incident and the current blood glucose level was 290 mg/dl. The customer was assisted with troubleshooting. The customer stated that the block mode was not active. Customer stated that they observed time clock for one minute to verify it time advanced. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened up button dome switch. No unlocked lcd keypad connector noted.